Event description:
Call received with complaint of urethral/vaginal sling failure. Reporter stated that sometime after the device was implanted, she started experiencing severe urinary tract infections and vaginal bleeding. Over time, these issues worsened to the point that she now has urinary retention (intermittent), pressure in her abdomen, abdominal/pelvic pain (constant), pain with movement, hematuria, and is frequently confined to her bed. She has recently had two pap smears: first one on (B)(6) 2024, and second one on (B)(6) 2025, and is scheduled to undergo a scope this coming friday ((B)(6) 2025). From her first pap smear, she learned that the sling material (wires) has adhered and grown into, and through, her vaginal wall approximately 1cm in length. Reporter stated that as of today, she has continuous vaginal bleeding which has an overall impact on her physical and mental health.